Event description:
It was reported that the health care professional (hcp) was concerned that the cardiac re-synchronization therapy defibrillator (crt-d) undersensed r-waves when the patient was experiencing a true arrhythmia. The device appropriately delivered anti-tachycardia pacing (atp) therapy. Technical services (ts) reviewed the reports and noted that it could not be confirmed if the device had undersensed the r-waves as there was very fine signals and ventricular tachycardia (vt) and ventricular fibrillation (vf) markers. Ts provided troubleshooting actions and programming options. The device remains in use. No adverse patient effects were reported.